Manufacturer narrative:
(B)(4). Is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018 the patient was hospitalized for bad mobility, on an unknown date a gastroscopy was performed and a buried bumper was found. The tubing system was temporarily removed and until the stoma was healed, a tube is placed by direct injection.